Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 03/21/2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had a flashing screen. Changed power cord and it still flashed. Was switched during the procedure. This was discovered during use with no impact to the patient.